Manufacturer narrative:
Stryker performed an initial evaluation of the device. Review of the software logs confirm the device functioned as intended: the analyze function was selected, identified a shockable rhythm and the shock button was pressed delivering a charge. Proper device operation was observed through functional and performance testing. A clinical review was conducted and was not able to determine if the device caused or contributed to a serious injury or death due to lack of information. The cause of the reported event could not be determined. Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that a patient received a shock of 200 j unintentionally. It could not be determined if the device caused any adverse consequences to the patient..